Event description:
Procedure performed: lap. Cholecystectomy. Event description: the device was used within our lap. Chole-set gk987. Once again, only three clips with usual color contained in the clip applier. After three clips, the clipper was empty and stopped. They had to open another clipper. Additional information received from applied medical representative via email on 03jun2025: there was no clip into the jaws after the tree clips had been fired. There wasn¿t any resistance while actuating the trigger. They don¿t have the lor nr. Of the kit. Patient status: no patient injury. Intervention: they had to open another clipper.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Based on the condition of the returned unit, it is likely that the reported event was caused by excessive binding between the jaws and closure member, resulting in trigger retraction which prevents the device from properly resetting. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: lap. Cholecystectomy event description: the device was used within our lap. Chole-set gk987. Once again, only three clips with usual color contained in the clip applier. After three clips, the clipper was empty and stopped. They had to open another clipper. Patient status: no patient injury. Intervention: they had to open another clipper

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.